Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): product ID: addr01 ipg, implanted: (B)(6) 2008. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that an interrogation revealed that the bipolar right ventricular (rv) lead was pacing and sensing in the unipolar pacing configuration. The sensing, impedance and threshold values in unipolar were within normal range; however, when the lead was changed to bipolar pace/sense to test, capture was lost and it also appeared to undersense the intrinsic r waves. The polarity was immediately returned to unipolar pace/sense to resume capture. It was noted that myopotential testing was negative. The lead remains in use. No patient complications have been reported as a result of this event.